Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during prime test due to faulty sensor resistor. Motor passed motor test. Unable to perform the no delivery test due to prime anomaly. Pump passed the displacement, rewind and basic occlusion test. No rewind anomaly noted. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.